Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
The service operation repair center was informed from the user that in unspecified timing when the user connected the subject device and cyf-v2, the image of the subject device could not be displayed on the monitor. And when the user connected the subject device and the camera head of the otv-s7 series, the image of the subject device was displayed on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. Olympus local service engineer report that the area around the video connector socket on the front panel was damaged. Omsc surmised that the reported phenomenon was occurred due to the video connector socket was broken by some cause. The instruction manual of the device states the corresponding method in case of an abnormality.